Event description:
It was reported that the system with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited decrease in biventricular pacing. Technical services (ts) reviewed the presenting electrocardiogram and noted oversensing of the p wave on the rv channel resulting in pacing inhibition. Ts suggested to bring patient in to evaluate the rv lead and location. This device and rv lead remains in service and no additional adverse patient effects were reported.